Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at hospital due to heart failure. It was identified that the right atrial (ra) lead was undersensing p waves leading to loss of atrio ventricular synchrony. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.